Event description:
It was reported the subject device was outside the body during the transurethral resection (tur) procedure; it bent in the middle while it was being attached. The procedure was completed by switching to the same product. There were no reports of patient harm.

Manufacturer narrative:
E1:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, correction to fields h6 and h8, as well as updates to fields d8, d9, and g1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electrode. It is possible that the deformation was caused by an external overload. The event can be detected/prevented by following the instructions for use which state: 5 preparation. 5.2 inspection. General inspection. ¿ check that the product has: - no dents, cracks, bending, or deformations. - no cuts and other defects on the insulation of the cable, hf-resection electrode and working element. - no scratches. - no corrosion. - no missing or loose parts. ¿ check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.